Event description:
Inappropriate "shutdown" of the computer system produced system failure on five separate occasions. The inappropriate shutdown corrupted critical files required for the operation of the device. The software files were corrupted when the system was "powered off" before the files could be copied during the "shutdown" procedure. The manufacturer's shutdown procedure is included on page 28 of the users manual. As seen from the description, the procedure does not address the critical nature of the shutdown process. Reporter has attached their protocol, which describes the importance of the completion of the shutdown process before the power is turned off.